Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure.